Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead underwent a lead revision procedure. This lead appeared to have no slack. The lead was successfully repositioned with acceptable measurements. Again there appeared to be no slack in the lead. The physician will continue to monitor the lead. No additional adverse patient effects were reported.